Manufacturer narrative:
(B)(4). E1 initial reporter state: ni. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. On (B)(6) 2023, the patient experienced loss of consciousness, the cgm was reading 140 mg/dl and the blood glucose reading was 70 mg/dl. An ambulance was called by the mother and the paramedics took the patient to the hospital. At the hospital, the patient was treated with IV fluids and baqsimi (nasal glucagon spray). The patient was discharged on (B)(6) 2023. At the time of the report the patient was fine. The patient confirmed that the hospitalization was because of surgery for bladder stimulator implant and not caused by dexcom. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. On (B)(6)2023, the patient experienced loss of consciousness, the cgm was reading 140 mg/dl and the blood glucose reading was 70 mg/dl. An ambulance was called by the mother and the paramedics took the patient to the hospital. At the hospital, the patient was treated with IV fluids and baqsimi (nasal glucagon spray). The patient was discharged on (B)(6)2023. At the time of the report the patient was fine. The patient confirmed that the hospitalization was because of surgery for bladder stimulator implant and not caused by dexcom. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.